Event description:
It was reported that the implant at tooth site #31 was removed due to peri-implantitis. On (B)(6) 2025, bone loss noted on facial and mesial aspect of implant. Implant is stable but recommend debridement. Debrided implant and placed puros graft that day. At 2 week post op, patient c/o pain. Alot of food and debris in area with redness in soft tissue around the implant. Rx given for z pack 250mg. Patient returned for follow up after completion of z pack and infection was still present. Removed implant and grafted for future implant. Patient has not returned for another implant. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4) a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.